Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that segments were missing on his onetouch ultra meter. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the meter issue began on (B)(6) 2017, stating that his meter was showing the number ¿888¿, and some sort of unreadable message on the right hand corner (patient was unable to confirm what exactly it said, as he had broken his glasses). He stated that he manages his diabetes using oral medication and it is unknown if the patient made any changes to his usual diabetes management regimen. The patient alleges that on (B)(6) 2017 (sometime in the afternoon), he developed symptoms of ¿dizzy and shaky¿. In response to the symptoms the patient reported that he attended the emergency services, he denied receiving any treatment from them, but stated that he self-treated with his own oral medication, and drinking water, lemonade and iced tea. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, and there was no indication of misuse of the product. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.